Event description:
Caller states that cidex plus splashed into an employee's eye. The employee experienced burning in the eye for several minutes. She rinsed her eye under water. Customer care center (ccc) associate reviewed first aid information from msds and personal protective equipment (ppe) information from msds and IFU with caller. The ccc associate pointed out that eye protection is recommended. Subsequent information stated that the employee saw a physician, and was given an eye drop (name unknown). The employee is fine.